Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that an echocardiogram (echo) was completed which indicated that the pump was not functioning properly. The pump speed was at 10,4000 rpms and the aortic valve was seen to be opening with every cardiac cycle. The patient's lactate dehydrogenase (ldh) level was approximately 1170 u/l. On (B)(6) 2014, the patient experience a hemorrhagic cerebrovascular accident (cva). The patient was administered heparin and subsequently expired on (B)(6) 2014. The family did not consent to an autopsy and log files are not available.

Manufacturer narrative:
The hospital reported that the pump was not explanted and that an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.